Event description:
User advanced the device to target area and completed the first attempt but found out the sheath broken. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: 1 unit of lot c1757365 echo-hd-19-c was returned to cirl for evaluation. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 05 sep 2022. Proximal break observed below sheath extender image review: n/a. Document review including IFU review: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-c of lot number c1757365 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1757365. Images received confirmed that the sheath had broken below the sheath extender. The notes section of the instructions for use (ifu0077-5), which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory and due to limited information. A possible root cause as per engineering input, is that the sheath/needle could have been impacted on a sharp object or used in a flexed position on multiple occasions which contributed to the fracture that occurred. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. Summary: complaint is confirmed based on customer testimony and verification in the lab. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 06-apr-2023.

Manufacturer narrative:
510k number k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental MDR report being submitted due to completion of the lab evaluation on 5th sept 2022. Visual inspection: sheath and needle returned separated from needle handle. Proximal break observed below sheath extender . Functional inspection: sheath extender handle able to advance and retract without issue. Needle handle able to advance and retract without issue.